Event description:
It was reported "I have a cracked port from unit 7b. The port is cracked at the first y site closest to the needle. You can see the crack on the product when it is in front of you. I unfortunately do not have the lot number or the reference number of the product." Additional info, rcvd 06/22/2021 "there was no patient harm but I do not have any other information besides this."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked infusion set y-site luer was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample. Needleless injection caps were attached to both luers and the safety mechanism was engaged. A longitudinally aligned split was observed in the y-site, extending from the orifice to the y-site branch. Microscopic inspection of sample 1 revealed that the split occurred along a molding weld line. The split surfaces were dull and granular. Abundant superficial stress cracks were observed throughout the y-site in the vicinity of the luer orifice. The crack occurred along a feature caused during the molding process. The device is a supplied component and corrective actions have been implemented by the supplier. The complaint sample was manufactured prior to implementation of those actions.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "I have a cracked port from unit 7b. The port is cracked at the first y site closest to the needle. You can see the crack on the product when it is in front of you. I unfortunately do not have the lot number or the reference number of the product." Additional info, rcvd 06/22/2021 "there was no patient harm but I do not have any other information besides this."